Event description:
The account alleged the bed exit alarm is not functioning. No patient impact.

Manufacturer narrative:
The technician alleged the scale was zeroed with patient in the bed, user error. The technician zeoed the scale to resolve the issue.